Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant), experienced hypothyroidism ("hypothyroidism \ thyroid problem "), back pain ("lower back pain"), arthralgia ("hip pain/joint pain"), coccydynia ("tailbone pain"), pain in extremity ("foot pain"), paraesthesia ("tingling inhand and feet"), abdominal pain ("abdominal pain") and tooth fracture ("teeth break") and was found to have weight increased ("weight gained"). The patient was treated with surgery (gallbladder removed and had removal). At the time of the report, the medical device removal, cholecystectomy, hypothyroidism, back pain, arthralgia, coccydynia, pain in extremity, paraesthesia, abdominal pain, tooth fracture and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cholecystectomy, coccydynia, hypothyroidism, medical device removal, pain in extremity, paraesthesia, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholecystectomy and hypothyroidism,medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event "lower back pain, hip pain , tailbone pain, feet pain, joint pain , tingling in hand and feet and abdominal pain was added. Fu 5 ,6 & 7 process together. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received. Reporter's information added. Event tooth fracture and weight gain added. Fu 5 ,6 & 7 process together. On 23-mar-2020: social media pfs received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cholecystectomy ('gallbladder removed') and medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and medical device removal (seriousness criteria medically significant and intervention required) and experienced hypothyroidism ("hypothyroidism"). The patient was treated with surgery (gallbladder removed and had removal). At the time of the report, the cholecystectomy, hypothyroidism and medical device removal outcome was unknown. The reporter considered cholecystectomy, hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: cholecystectomy and hypothyroidism,medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: medical device removal were added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.